Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown rejuvenate monolithic stem. Additional devices listed in this report: cat # 626-00-42e, lot # 39450904, description: modular dual mobility insert; cat # 6519-1-028, lot # unknown, description: delta un.fem hd 28mm r28 16/18; cat # 1236-2-848, lot # 38677601, description: restoration adm x3 ins 28/48; cat # unknown, lot # unknown, description: unknown 54mm "e" tritanium revision cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that there was a right hip revised due to pain. Intraoperatively the surgeon found impingement and revised head and liner. Rejuvenate monolithic stem was left implanted. (B)(4) 2014: the sales rep confirmed that the 54mm "e" cup and the # 4 rejuvenate monolithic stem were left implanted. During the revision, the surgeon confirmed there was a groove on the neck of the stem. The surgeon believed that the groove/impingement found during the revision surgery was caused by a previously revised cup and ceramic-on-ceramic system. The sales rep also noted that there did not appear to be any damage on the revised devices.

Manufacturer narrative:
An event regarding pain involving an unknown rejuvenate stem was reported. The event was not confirmed. The root cause of the pain could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The event reported that impingement was identified intraoperatively. Impingement can influenced by component position, biomechanical factors, and patient variables. Correct acetabular and femoral anteversion are important factors that maximize an impingement-free range of motion. The reported impingement could not be confirmed as no medical records were received and no products were made available. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a right hip revised due to pain. Intraoperatively the surgeon found impingement and revised head and liner. Rejuvenate monolithic stem was left implanted. On (B)(6) 2014: the sales rep confirmed that the 54mm "e" cup and the # 4 rejuvenate monolithic stem were left implanted. During the revision, the surgeon confirmed there was a groove on the neck of the stem. The surgeon believed that the groove/impingement found during the revision surgery was caused by a previously revised cup and ceramic-on-ceramic system. The sales rep also noted that there did not appear to be any damage on the revised devices.